Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device will not turn on/device is not functioning. The patient reports experiencing nasal/throat irritation or soreness and difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging difficulty breathing/shortness of breath. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an pil observed an unknown dust like contamination on top enclosure, sd card and filter access flip door, air inlet of blower box, front panel, blower box, rear panel, blower motor, blower motor seal. Pil observed hair-like fibers on the blower motor. Evidence of liquid ingress was observed on the blower motor and the blower box. A keratin-like substance was observed on the blower box outlet. ER 2243857 (v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report